Event description:
As reported, the patient was implanted with two unknown hernia mesh devices (device #1 and device #2). As reported, the patient "had surgery years ago, but it's starting to hurt." Complainant reports the patient has pain in the groin area. This file represents device #2.

Manufacturer narrative:
As reported, the patient experienced groin pain several years post implant of two unknown mesh devices (device #1 and device #2). The actual device and device manufacturer used to treat the patient was not identified. The phone number provided by the contact was an incorrect number, as such additional information cannot be requested. Based on the limited information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2026) is estimated based on the date of awareness. This emdr represents the device #2. An additional emdr was submitted to represent the device #1. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.